Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which caller acknowledged and understood.